Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 44 mg/dl. Reportedly, the customer believed the low bg was due to multiple occlusion alarms. However, the customer declined to answer questions regarding the event.